Event description:
An ophthalmic surgeon reported that during a vitrectomy procedure, the tip of the probe melted. There was no patient harm reported. The product was replaced and the procedure was completed. Additional information and a product sample have been requested.

Manufacturer narrative:
A device history record review was conducted. According to the device history record reviews, the lots were reprocessed for an anomaly that did not contribute to the customer complaint. The product was released based on the manufacture's acceptance criteria. A complaint lot history examination indicates no other complaint for this reported issue. The illuminator was visually examined using 10x magnification and was deemed visually nonconforming. The distal fiber tapered section is melted into a ball. Film is present on the distal surface of the fiber. The evaluation does confirm the illuminator has a melted tip. The root cause for nonconforming illuminator appears to be from foreign material present on the front surface of the tip. Surgical material can cause the light not to be able to transmit out of the fiber and thus keeping the heat contained within the fiber. This heat buildup will then melt the fiber at the location below the foreign material. The reason why material buildup on the front fiber surface cannot be determined from this evaluation. Turning the light source up too high will also contribute to the melted tip. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.